Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative replaced cable, field generator and axiem. A system checkout was performed after replacing parts and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect parts has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside pf procedure, the axiem was intermittently not tracking instruments. Issue was discovered during set up. There was no patient present at the time of the issue.